Event description:
Reporter alleged the customer obtained the results of 366 mg/dl, hi (greater than 600 mg/dl) and 229 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer had taken his normal 3 units of novolog and also had eaten a granola bar and ice cream sandwich snack about an hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 366 mg/dl, hi (greater than 600 mg/dl) and 229 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer had taken his normal 3 units of novolog and also had eaten a granola bar and ice cream sandwich snack about an hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.